Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened escape button dome switch. Pump was unable to verify excessive no delivery alarm due to button/keypad anomaly. Pump was received with cracked reservoir tube,reservoir tube lip, belt clip slot and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and no delivery alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.